Manufacturer narrative:
This report is submitted on march 15, 2024.

Event description:
Per the clinic, the patient underwent a revision surgery to reposition the implant on (B)(6) 2024. Subsequently, the electrode lead was discovered with broken silicon hull resulting in the decision to explant the device. The device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 05, 2024.